Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with insulin. Reportedly, the cartridge was filled with 100 units of insulin. There was no impact to the customer's blood glucose level.